Manufacturer narrative:
The reported complaint of "issues during warming and cooling modes of the thermogard xp ivtm system sn (B)(4)" was not confirmed during the functional testing and the event log data review. No device malfunction was observed during the testing, and the ivtm system functioned as intended. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any issues. The event log data review showed no significant discrepancies. The thermogard xp ivtm system passed the final testing without any error.

Event description:
The customer reported issues during the warming and cooling modes of the thermogard xp ivtm system sn (B)(4). The customer provided no further information. Patient use information was requested, but no additional information was provided. Therefore, patient use is unknown.